Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) confirmed the reported 2300 s.loader step feed failure error message on the aia-900 instrument. The fse adjusted the flag of the x1 sample loader motor for proper positioning/sensing. The fse then proceeded to ran rack rotation, stepped rack to different loading positions, and performed daily check operation without any errors. No further action was required. The aia-900 instrument was performing within specifications. The aia-900, serial number (B)(4), was installed at the account on (B)(6) 2017; complaint and service history review for similar complaints was performed from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar events identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages, states the following: 2300 s.loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was due to the home position flag for the x1 motor on the sample loader being out of alignment.

Event description:
On (B)(6) 2018, a customer reported getting 2300 s.loader step feed failure error message on the aia-900 instrument. The customer reported that it appeared that the timing with the x1 was off on the sample loader. The customer requested service in order to investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. H.11 corrected data: the aia-900, serial number (B)(4), was installed at the account on 01-nov-2017; complaint and service history review for similar complaints was performed from 01-nov-2017 through aware date 22-jan-2018. There were no similar events identified during the searched period.